Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to fluid leak. This is the patient's second device. A patient outcome was not reported.